Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes erroneous results were seen in 8 samples for potassium, creatinine, and sodium. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 100 retained samples were inspected, with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. No difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-sodium, potassium, creatinine, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested were acceptable in terms of both precision and accuracy. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint is unconfirmed for erroneous results-sodium, potassium, creatinine. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes erroneous results were seen in 8 samples for potassium, creatinine, and sodium. No adverse impact was reported regarding the patient or user.